Event description:
Healthcare professional reported right side "deformity and rupture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3; b.5.

Event description:
Healthcare professional additionally reported patient started noticing deformity¿, ¿the implant had a rupture right down the middle¿, and ¿fracture full posterior length."

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on posterior (patch shell bond edge) assessed as an unidentified (tear) opening (shell thickness within spec). ¿ visibility/palpability: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9; h.3; h.6.

Event description:
Healthcare professional reported right side "deformity and rupture." Healthcare professional additionally reported patient started noticing deformity¿, ¿the implant had a rupture right down the middle¿, and ¿fracture full posterior length." Device has been explanted.